Event description:
It was reported that a patient was admitted to the hospital due to heart failure and a left bundle branch block. The non-boston scientific cardiac resynchronization therapy defibrillator (crt-d) device system was operating in ventricular pacing and sensing (vvi) mode. Chest x-ray images revealed that this right atrial (ra) lead dislodged, resulting in under- sensing of the (ra) lead. The physician provided recommendation for lead replacement, however, the patient declined removal of any leads. During the surgical intervention, the non-boston scientific cardiac resynchronization therapy defibrillator (crt-d) device was surgically explanted. This ra lead was difficult to manual retract due to adhesions. Subsequently, the ra lead was successfully re-positioned and new screws attached. The procedure was completed, and the patient was discharged home with normal follow up. Journal article l review: copy of gunduz, ramazan, et al. (2025). "Successful implantation of new coronary sinus lead using angioplasty for lead-related vein occlusion in a crt-d patient." Pacing and clinical electrophysiology, 2025; 0:1-4. Https://doi.org/10.1111/pace.70011

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.